Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: tip on inner tube broke off during the case the probable root cause/s could be blade comes contact with a hard object causing damage to the teeth and hitting the housing edges. Excessive pressure, such as bending or prying, may cause the arthroscopic shaver blades to bend / break. Gtin: (B)(4).

Event description:
It was reported that the tip on inner tube broke off during the case. Although there was patient involvement, there was no adverse consequence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip on inner tube broke off during the case. Although there was patient involvement, there was no adverse consequence.